Event description:
The lead failed over a period of time of about three years causing increased use of the generator to the eventual draining of the battery. A new lead was placed: medtronic neuro stimulator 3058a, lot # njy148396h, exp 9/28/11, s-3 (site), lead kit: 3093, vo6 3305, exp 10/18/11, s 3 site.